Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the surgeon's console left eye was black. The operating room (or) staff called to report the issue and stated that the patient was on the table, under anesthesia. The or staff cycled the system power before calling. The intuitive surgical, inc. (Isi) technical service engineer (tse) had or staff verify good left and right eye on the vision cart touchscreen, and or staff confirmed good image in both left and right eyes. Then, the isi tse asked the or staff to cycle the system power and surgeon console circuit breaker and to verify no digital video interface (dvi) cables were connected to the back of the surgeon side console (ssc). The isi tse also suggested or staff reseat the blue fiber cable connector at the surgeon console. The system powered and homed successfully; the left eye in the surgeon console was still black. The case was aborted after the start of the procedure due to a missing left eye on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue with the left eye not displaying an image. The system was tested and verified as ready for use. Isi received the hrsv part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint of "left eye was out". During an in-house testing, the monitor was installed and tested in the printed circuit assembly (pca) system. The system started up and failed without video. No image or video clip for the reported event was submitted for review. System log review was performed. Per the review, the following was confirmed: an inguinal hernia - unilateral procedure was performed on system sh0277 on (B)(6)2022. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to a missing left eye on the surgeon side console (ssc). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information. On 09-sep-2022, the following additional information was obtained: according to the clinical coordinator, the inguinal hernia-unilateral surgical procedure was converted to an open surgery and the patient tolerated the procedure well. The customer had contacted dvstat to troubleshoot, but troubleshooting did not resolve the issue. The surgeon did not know what caused the reported event. The surgeon sat down at the console after docking the robot to find that only one eye was functioning. There were no issues that were noted during set up of the system. The customer performed the usual inspection prior to use. There was no issue with port placement. The surgical staff did not observe any outside influences that were impeding movement of the system or patient side manipulators (psm). The site attempted to reset the machine and a hard rest prior to converting to an open surgery. The issue occurred at the beginning of the procedure. The clinical coordinator did not note any post-operative complications. There was no patient injury or harm. Patient demographics information was provided.

Manufacturer narrative:
Additional information can be found in the following fields: a2-a6, h2, h6, and h10. Corrected information can be found in the following fields: b1, b2, and h1. Based on a re-evaluation of the additional follow-up information, this complaint has been reclassified as an "adverse event and product problem" rather than "product problem" as previously reported because the latest received information, which indicated that the inguinal hernia-unilateral surgical procedure was converted to an open surgery since the left eye on the surgeon side console was black.